Manufacturer narrative:
Concomitant medical products: product ID: 7435, serial#: (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an implantable neurostimulator (ins) reported they were unable to adjust their ins with their patient programmer. The patient stated that for two weeks "electricity has been going through" their body and they can't eat, drink, and have been experiencing muscle tightness because the programmer isn't working. The patient stated the green light on the programmer is working but there is no sound coming out. The patient stated he does not think the ins is dead because of the stimulation. Patient was issued a new programmer and told to call back if the problem persisted. A follow up communication stated that the patient received the programmer and his problem had been solved by it. Patient was implanted for radiculopathies.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.